Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the equipment. The anesthesia control board was replaced.

Event description:
The hospital reported the unit alarmed and shut down. There was no report of patient involvement.